Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device clips did not close correctly or they fell from the applier before they could be properly applied. The surgeon used two different appliers to finish the case. No pt consequences were reported.